Manufacturer narrative:
D6a: the initial report had an implant date populated; however, the product is not implanted. This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct correlation between the centrimag device, lot number l03511-la03, and the reported events and patient outcome could not be conclusively established through this evaluation. The customer communicated that no additional information will be provided. The device was not returned for evaluation. The centrimag blood pump instructions for use (IFU), rev. 09, lists neurologic dysfunction, thromboembolism, bleeding, and death as adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. Review of the device history record (DHR) for the centrimag blood pump, lot number l03511-la03, revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR#: 2916596-2023-04675. It was reported that the patient passed away due to biventricular failure, intracranial thrombus, and hemorrhage. The outcome was not considered device or therapy related. No further information is available.